Event description:
Per the clinical trial report, upon completion of a transcatheter aortic valve implant (tavi) procedure by transfemoral approach, a dissection was noted in the patient's left external iliac. The patient's minimal luminal diameter of the access vessel was 8.3mm, with mild calcification and mild tortuosity. After the left femoral cutdown, the physician experienced difficulty while advancing the 25fr dilator and the sheath through the left common femoral. Covered stents were deployed in the left femoral artery to ease the insertion of the dilators and the sheath. A retroperitoneal cutdown was performed on the left common iliac to also aid in the advancement of dilators and sheath. The large dilators were tunneled subcutaneous from the original cutdown site to the retroperitoneal access to obtain a gentle angle of entry into the iliac artery just below the aortic bifurcation. Then the sheath inserted easily and secured in place. After the sheath was removed and the dissection was noted in the left external iliac, a covered stent was placed. The retroperitoneal access cutdown and the femoral cutdown were repaired by the surgeon without difficulty. The patient was stable at the end of procedure.

Manufacturer narrative:
The device was not returned to edwards for evaluation. However, per report the event was not related to a device malfunction. A device history record (DHR) review for this device showed that the introducer sheath set met specification prior to its distribution. Per the device instructions for use (IFU), vascular complications are potential adverse events associated with the tavi procedure and use of the transcatheter avr devices. The exact cause for the reported vascular complication in this case is not known; however, there are several factors that can contribute to vascular complications including patient anatomy, vessel characteristics, and procedural factors. No additional actions are possible at this time.